Event description:
New information notes during ICD changeout, externalized conductors were observed via fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient received several inappropriate shocks and consecutively the lead was replaced.